Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead - (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient complained of an episode where the patient experienced a drop in blood pressure, heart palpitations, and confusion. The patient was hospitalized as a result. Follow up was attempted for further information, but was unsuccessful. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.